Event description:
The phillips demo bench technician reported that the defibrillator failed to shock during an op check and showed a 'shocj equipment malfunction' inop message and a 'critical device error' screen message.